Manufacturer narrative:
On 31-dec-2020, mentor received additional information about the event: the suspect medical device is the patient¿s right breast prosthesis. It is a mentor memorygel breast implant 450cc gel breast prosthesis, catalog #3544507, lot #169633, UDI #(B)(4), PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient dob is (B)(6)1967. The patient race is white. The patient underwent a breast augmentation revision procedure with the suspect medical device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis developed pain in one of her breasts. As a result, the patient had an MRI performed that showed that the breast prosthesis had ruptured, and the silicone is leaking into the capsule. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.